Event description:
It was reported by the customer that their insulin pump alarmed motor error and had a blank display screen. During troubleshooting, customer stated that they do not use the sensor feature and was able to rewind the insulin pump. Customer stated they did not recall any significant events that led to the alarm or if the device was exposed to moisture. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 207 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.